Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 it was reported by the clinical diabetes specialist (cds) via email that on (B)(6) 2024 the end-user was found unresponsive following a severe low blood glucose event. The user, who recently turned 21, had consumed alcohol and doritos around midnight without making a meal announcement, causing prolonged high glucose levels that later dropped to below 40 mg/dl for approximately three hours. A follow up with the user's mother on (B)(6)2025 revealed that the user was conscious but unable to drink or respond verbally. The user's mother administered nasal glucagon, which revived the user to the point of drinking juice. A nurse from the healthcare provider's office was consulted and determined that further medical attention was unnecessary. The user did not receive professional medical intervention but needed assistance during the event. Immediate health effects included being non-verbal, woozy, and on the verge of passing out.